Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited increased impedance of greater than 2000 ohms in unipolar and bipolar configuration. The physician suspected a lead fracture. Intermittent high thresholds were also noted. The lead was capped and replaced.